Event description:
It was reported there were inappropriate vf therapies, due to noise on vtip/vring, as seen on device strips. However, via the analyzer, no noise was seen and could not be recreated. Also reported being unable to screw down the lead into the device or engage wrench into setscrew. Additional information was subsequently received from an attorney alleging the device and/or lead malfunctioned causing the plaintiff to "sustain shock, fear, anxiety, pain and suffering, and to require medical treatment including surgery." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found. No anomalies found; full lead returned.

Event description:
It was reported there were inappropriate vf therapies, due to noise on vtip/vring, as seen on device strips. However, via the analyzer, no noise was seen and could not be recreated. Also reported being unable to screw down the lead into the device or engage wrench into setscrew. No patient complications were reported as a result of this event.